Manufacturer narrative:
Concomitant products: 5554-45, lead, implanted: (B)(6) 2009.

Event description:
It was reported that the right ventricular (rv) lead exhibited gradually rising impedance and capture thresholds had also risen. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.